Event description:
It was reported that the unspecified bd insulin syringe experienced the cannula breaking off. The following information was provided by the initial reporter: the needle end of the syringe remained in my thigh after delivering the required amount of insulin, but was able to remove it without medical intervention.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. The customer's address is unknown:  (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
B.5. Describe event or problem: it was reported that the bd ultra-fine¿ insulin syringe experienced the cannula breaking off. The following information was provided by the initial reporter: the needle end of the syringe remained in my thigh after delivering the required amount of insulin, but was able to remove it without medical intervention. D.1. Medical device brand name: bd ultra-fine¿ insulin syringe; d.1. Common device name: hypodermic single lumen needle; d.2. Medical device manufacturer: bd medical - diabetes care; d.2. Medical device type: fmi; d.4. Medical device catalog #: 320468; d.4. Medical device lot #: 1256999; d.4. Medical device expiration date: 2026-09-30; d.4. Unique identifier (UDI) #: (B)(4); g.1. Manufacturing location: bd medical - diabetes care; g.5. PMA/510(k)#: na; h.4. Device manufacture date: 2021-09-13. H3 other text : see h10.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe experienced the cannula breaking off. The following information was provided by the initial reporter: the needle end of the syringe remained in my thigh after delivering the required amount of insulin, but was able to remove it without medical intervention.

Manufacturer narrative:
Correction: e4: initial reporter country code: canada.

Event description:
It was reported that the unspecified bd insulin syringe experienced the cannula breaking off. The following information was provided by the initial reporter: the needle end of the syringe remained in my thigh after delivering the required amount of insulin, but was able to remove it without medical intervention.

Manufacturer narrative:
H.6. Investigation summary: no physical samples were received; the investigation was performed based on the photo provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. The reported issue was observed and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Corrective/preventative action (CAPA) has been initiated.

Event description:
It was reported that the unspecified bd insulin syringe experienced the cannula breaking off. The following information was provided by the initial reporter: the needle end of the syringe remained in my thigh after delivering the required amount of insulin, but was able to remove it without medical intervention.